Event description:
The customer contacted baxter's service center regarding a patient who became disconnected during drain 2 of 5 while using the homechoice (hc). The technical service representative (tsr) helped the home patient (hp) to stop therapy. The hp would contact the peritoneal dialysis (pd) registered nurse (rn) for instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg). The cg stated there were no faulty products. The cg stated the home patient (hp) did not tighten the connection enough, which caused it to come loose. The cg stated everything was fine currently. The cg stated the hp took antibiotics because of the disconnection. There were no further details provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue was confirmed: the care giver reported the patient did not tighten the connection enough causing it to come loose during the middle of therapy. The cause was an incomplete connection. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.